Event description:
It was reported that the ilet user experienced low glucose readings in the 60s mg/dl and treated with fast-acting carbohydrates, including orange juice and a 15-gram glucose gel, after which glucose rose to 117 mg/dl. The agent provided education on appropriate carbohydrate treatment and advised that snacks exceeding 15 grams of carbohydrates should be announced as a meal, indicating a user-interface and procedure aspect to the event. Symptoms included hypoglycemia with a nadir of 62 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to a missed meal announcement, involving the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.